Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Visual examination of the returned attune spacer block found one of the posts has broken. No other product defects were identified, the investigation has found sufficient evidence to confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handed 2 instruments from head of cssd at peel health campus that had been found to be broken. The instruments were not used during cases while on site on this day. The 2 instruments, 1 is a corail t-handle that has a crack along the white handle portion of the instrument. The other instrument is an attune shim block /spacer paddle that has a cracked nodule that connects it to shims. The spring on it has come free but been retained and clipped back on however, due to the crack in the nodule it is unable to stay on the spacer paddle. Additional event information note body did it break into two or more pieces? If no, please specify what is the alleged deficiency of the instrument. Is it bent, cracked, stripped or cross threaded? The spacer block has a small fragment break away form the main block. This fragment was retained by hospital. It was this fragment that was stopping the spring from staying connected to the block.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.